Event description:
Pacemaker lead failure identified due to lack of sensing and lack of capture. On 2/24/95, l ventricular lead was capped. Unable to pass wire (vein occluded) l side. Atrial lead capped, incision closed. R subclavian approach performed and generator & leads placed. (Generator changed due to end of life.).